Manufacturer narrative:
(B)(4). The fsr disconnected channel b heater reads in the normal range. He installed a new heater in channel b and the reverse leakage remained in the normal range. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he found the reverse leakage reads 109 on the heater cooler unit, which is out of specification. There was no patient involvement.